Manufacturer narrative:
D2. Additional medical device type: jka a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the needle failed to retract, causing a needlestick to the user. Exposure panels were drawn on the patient and employee. The following information was provided by the initial reporter: phlebotomist stated that she pressed the button and heard the sound of retraction but the needle did not retract. Before she realized it, she stuck herself with the needle. Exposure panels were drawn on the patient and employee. Since exposure panels were drawn, did the employee need to receive any treatment? Initially when she was seen in the ed, she was given antiviral medication. She has since been advised to discontinue the medication. She has not received additional treatment.

Manufacturer narrative:
The following fields have been updated with additional information: d9. Device available for eval- yes. D9. Returned to manufacturer on: 07-jan-2025. Investigation summary: bd received 11 samples for investigation. All samples passed the functional test as they were able to be activated properly with no defects, partial retraction, or failed retraction observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: retraction issue causing needlestick. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the needle failed to retract, causing a needlestick to the user. Exposure panels were drawn on the patient and employee. The following information was provided by the initial reporter: phlebotomist stated that she pressed the button and heard the sound of retraction but the needle did not retract. Before she realized it she stuck herself with the needle. Exposure panels were drawn on the patient and employee. Since exposure panels were drawn, did the employee need to receive any treatment? -- initially when she was seen in the ed she was given antiviral medication. She has since been advised to discontinue the medication. She was has not received additional treatment.